Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found the device had triggered eri falsely. The cause of false eri was due to exposure to electrocautery.

Event description:
This report is to advise of an event observed during analysis.